Event description:
It was reported that iag bc pro global blu 22ga x 1.0in had foreign matter. The following information was provided by the initial reporter: this is a report about foreign matter with insyte autoguard bc. According to the customer's report, the hcp found dust in the needle cover before unpacking.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/2/2021. H.6. Investigation: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one unit and four photos. The visual inspection of the sample and photos found that black foreign matter was present inside the package on the bottom web, needle cover, and catheter tubing. The reported issue was confirmed. Based on previous investigations, this type of foreign matter has been identified as nylon 11. Nylon is a component of the forming film. Burnt bottom web residue is known to accumulate on the heating plates; therefore, the most likely cause is manufacturing. Preventative maintenance and visual inspections are performed at regular intervals to mitigate the risk from this type of defect. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that iag bc pro global blu 22ga x 1.0in had foreign matter. The following information was provided by the initial reporter: this is a report about foreign matter with insyte autoguard bc. According to the customer's report, the hcp found dust in the needle cover before unpacking.